Event description:
The customer provided additional information indicating that they were able to test the pump and duplicate the error. The pump makes a sound each time it opens and closes. The customer was unable to access the pump history or alarm log to obtain additional information about the event.

Manufacturer narrative:
During complaint investigation, the customer complaint was confirmed. The probable cause is as follows: the power supply pwa, cpu pwa and lcd display pwa. Additional information can be found in b5. Corrected information can be found in h5 - labeled for single use.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. Section e initial reporter full phone number: (B)(6).

Event description:
The reported complaint involved a plum a+ pump & driver v11.6 fr that reportedly opened and then shut down immediately. The pump made a sound each time it opened and closed. The pump was tested at the facility and the error was duplicated. The facility's staff was not able to access the pump history or the alarm log for additional information regarding the complaint/event. There was no report of human harm.